Event description:
Account sent in these samples for testing. Account reports: "when hooked to a 25 ga spinal needle, a leak occurs at the weld of the flexible tubing to the 3 way stopcock." No patient injury reported. Add'l information from the account in 2001 indicates the leak is around the stopcock when pushing 10cc of contrast into a 22 or 25 gauge spinal needle during a myelogram. One incident had the contrast squirt into the patient's face. No patient incident. Account notes problems for several months.